Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the event was not related to the pump and that the patient was admitted with severe pneumonia. No further information was provided regarding the previous reports of a possible overdose.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the intensive care unit (ICU) physician wanted to the pump to be read, to see how much medication was left. It was noted that the patient was comatose and on a vent. It was reported that it was not related to the pump. It was believed to be related to a methadone overdose, it was noted that the methadone was in the pump. The pump was infusing methadone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The event was not related to the pump and that the patient was admitted with severe pneumonia. (B)(4).